Event description:
Following an uneventful and successful percutaneous tracheostomy, the size 7 tube was inserted. Once the inner cannula was in place, a suction catheter was inserted. This was difficult to do and occluded the tube. The pt desaturated and heart rate increased. Updated info as received from rep (B)(6) 2011: following an uneventful and successful percutaneous tracheostomy, the size 7 tube was inserted. Once the inner cannula was in place, a suction catheter was in place, a suction catheter was inserted. The end user was unaware that this was a size 6, therefore; this was difficult to do and occluded the tube. The pt desaturated and their heart rate increased, however; removal of the inner cannula enabled suctioning and the spare inner was replaced afterwards with no adverse ongoing problems with the pt. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.